Manufacturer narrative:
The device was returned and investigated. The reported inability to close clip and lock line break could not be confirmed. The clip opened and closed without difficulty. The lock line was observed to be intact and the clip could be unlocked by retracting the lock lever to the blue line. Returned device analysis additionally identified a kink in the clip introducer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It is possible the the clip could not be closed due to procedural interactions such as unintended curves resulting in increased tension on the device, which caused the user to believe the lock line was broken and the clip could not be closed, however this cannot be confirmed. Based on the information provided and the returned device analysis a conclusive cause for the reported lock line break, inability to close clip and clip introducer kink cannot be determined. A conclusive cause for the reported hypotension cannot be determined. The reported treatment with medication and delayed non-surgical treatment is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the lock line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy and an attempt was made to grasp the leaflets. The clip made several grasps, but the mr was unable to be reduced. It was then noted on fluoroscopy that the clip was unable to close down all the way and was only closing to approximately 60 degrees. It was suspected that the lock line broke. The cds was removed without difficulty. Outside the patient anatomy, the lock line appeared broken. The patient was hemodynamically unstable and the blood pressure dropped. Medication was administered to treat the patient. As some time was spent trying to implant the first clip and the patient's blood pressure had dropped. The decision was made to abort the procedure. The patient was in stable condition post procedure, and mr remained unchanged at grade 4. No additional information was provided.